Manufacturer narrative:
(B)(4). Evaluation summary: customer report of calcification and stenosis was confirmed. Report of patient prosthesis mismatch could not be confirmed through visual observations. X-ray demonstrated minimal calcification on the free margin of leaflets 1 and 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Approximately 75% of the sewing ring was cut and exposed the wireform at the inflow aspect. Host tissue on the remaining section of the stent circumference was observed to be heavy at both aspects. The wireform was also exposed on commissure 3. Calcification and host tissue restricted leaflet mobility and led to stenosis. Returned with the valve were fragments of the sewing ring and host tissue. Calcification nodules were observed on some of the host tissue fragments. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, a definitive root cause for early calcification and pannus could not be conclusively determined. However, this event was likely impacted by the progression of the patient's underlying disease pathology combined with the patient's other underlying risk factors which included cad, htn, hld, and diabetes type ii. There are no indications of a manufacturing defect. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm pericardial aortic valve was explanted after an implant duration of three (3) years and three (3) months due to heavy calcification leading to severe aortic stenosis and patient prosthesis mismatch. The explanted valve was replaced with a 21mm edwards pericardial aortic valve. Per the medical records, the patient underwent previous enlargement of the aorta with a pericardial patch. The aortic valve was felt to be severely stenotic and small for the patient's size. The surgeon decided to replace the entire root as the aorta was heavily calcified. The 19mm aortic valve was excised. The annulus was completely debrided. The surgeon felt comfortable putting a 21mm pericardial aortic valve as the aorta was completely excised. A 23mm was felt to be somewhat too large. Pledgeted sutures were placed and passed through the sewing ring of the valve. Sutures were passed through the 24mm hemashield tube graft and placed over the valve and both were seated down at the base of the aorta and sutures were tied. Re-implantation of the coronary buttons were performed. It was noted that the tissues were fairly friable. There was some calcification growing into the ostium of the left main, which was removed. It was also noted that an mvr and tricuspid valve annuloplasty were also performed. The patient tolerated the procedure well and was transferred to the ICU in stable condition. In the immediate post operative period, the patient received inotropes and intraoperative she received two units of packed red cells and platelets and ffp. On pod #1, the patient had spontaneous hemothorax. She had multiple sources of infection and was treated with antibiotics for pneumonia, sepsis, uti, and c-diff subsequently. The patient had intermittent paroxysmal a-fib in the postoperative setting and was back in sinus rhythm. She also had junctional rhythm with a heart rate in the 60s-70s. The patient was discharged on pod #20.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that a 19 mm pericardial aortic valve was explanted after an implant duration of three (3) years and three (3) months due to unknown reasons. The explanted valve was replaced with a 21 mm pericardial aortic valve. Patient noted as "in recovery" post-operatively. No other details were provided.